Event description:
Alaris pump failed while transporting a very unstable patient (receiving multiple vasopressor medications) which resulted in significant drop in pt.'s blood pressure. Upon biomed follow-up it was noticed that the tamper resist switch that was located on the back of each alaris pump, got inadvertently depressed and the pump places itself in "maintenance mode." Biomed review/findings: tamper button was off center and pressed. Turned unit on and unit went into service mode. Manipulated tamper button and turned unit off and turned it back on. Unit booted in normal mode. Tamper button had been stuck closed (pressed down). This error is what caused the initial error message (error code 132.30000) unit's message stated it would continue to pump medications as previously programmed but the setting were un-restorable. At this point it is our belief that the unit was shut down via the shut-down button soft button being pushed in an attempt to shut unit down and reboot unit into a usable state. Due to the tamper button being pushed when unit was powered back on it went to service mode. If the pc controller had not been shut-down the pump modules would have continued to pump unit the patient could have been switched to a different pc controller and modules re-programmed. This is an unusual event as the tamper button has a shield around it to prevent accidental pushing. Staff made a decision that in normal errors might have cleared the problem quickly but due to the unusual state of the tamper button being stuck in the pushed position it wouldn't fix the problem and device needed to be swapped out as soon as possible and not shut off prior to another pc controller being readied to swap out modules.